Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
On (B)(6) 2025, a seventy-four-year-old female patient with a medical history of coronary artery disease, hypertension, and prior stent placement to the diagonal coronary artery underwent high-risk percutaneous coronary intervention after being deemed too high risk for surgical intervention. An impella cp device was placed and left in situ following the procedure due to continued chest pain. On (B)(6) 2025, the patient was noted to have cardiac ectopy and suction alarms. The impella device was identified as being positioned shallow and was adjusted. The patient also developed a new bundle branch block overnight. A large hematoma developed at a vascular access site not related to the impella device. No bleeding was noted at the impella access site. The patient received transfusion of one unit of packed red blood cells. Upon removal of the impella device, a dissection was identified on the non-impella access side. The dissection was treated with placement of a covered stent. While not caused by the impella, hematoma will conservatively be coded to the device as it might have been aggravated by the need for continuous anticoagulation.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary ( arrhythmia/ heart block /hematoma): the root cause of the injury was unable to be determined due to insufficient clinical details.